Event description:
Marked noise on the ventricular channel was observed. It intermittently appeared as far-field noise on the atrial channel. The noise resulted in device charging several times and one single therapy delivery. An additional observation during surgery was that the set screw on the is-1 ventricular anode was jammed and could not easily be backed out; it was difficult to release the lead from the header.